Event description:
The consumer and health care provider (hcp) reported that the patient¿s implant kept turning itself off about 3 weeks ago in (B)(6) 2016. The patient called their manufacturer representative last week and they instructed them to change the program. The manufacturer representative told the patient they needed to go see their health care provider (hcp) about it and wanted them to do an x-ray of the lead. The patient started at 0.10v and was now up to 3.75v. The patient had a fall that could be related to the issue. The patient had parkinson¿s disease and fell 5 times in 4 days in the last week. They gave the patient 1200 mg of gabapentin, which was way too much and the reason they fell. The patient notified their managing hcp about the device turning off. The cause of the device turning off by itself was determined to be that the patient believed they were accidently turning off the stimulator. The patient believed it was something they were doing wrong. The troubleshooting performed related to the device turning off was that patient education was performed. No actions were taken to resolve the device turning off by itself. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.